Event description:
It was reported that the customer was vomiting and hospitalized for high bgs and dka. The family member requested to have a pump trainer to the hosp to test the device. The family member stated that the pump is not working properly and the customer has been hospitalized more than once. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed and passed. Instructed the customer to change the site and use manual injections.